Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a4.

Event description:
Healthcare professional reported "severe capsular contracture with high risk of rupture". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "severe capsular contracture with high risk of rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.